Manufacturer narrative:
(B)(4).

Event description:
Follow-up information was received from the clinic which confirmed there was normal device function and there was no migration of the device.

Event description:
The patient reported feeling pain around the implantable cardiac monitor device from time to time. The patient also stated that the device moved around. Follow-up attempts to gain additional information from the clinic are in progress. No information has been received at this time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).